Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the air filter was leaking gas on side "b". Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.